Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device failed telemetry testing due to the cable being out of electrical specification. It was also noted that the label was delaminated. Product ID: 2090w programmer; product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the touch screen does not work well. The stylus does not work all the time on the top row, despite replacing it multiple times. It was further reported the programmer screen goes blank, requiring reboot for normal function. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.